Event description:
Rptr alleged obtaining a discrepant blood glucose result of 426 mg/dl back to back with a result of 131 mg/dl on the advantage sys when testing was performed less than 10 minutes apart. Rptr indicated that he was not experiencing any hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement prod was sent.